Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was broken resulting in difficulties charging the pump. The customer's blood glucose (bg) level was 308 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
On (B)(6) 2023, the distributor reported the following additional information: the pump was evaluated and the issue was able to be duplicated. Difficulties were experienced when attempting to charge the pump.